Manufacturer narrative:
The insulin pump received alarming a32 followed by an e22 alarm, problem isolated to mother board. Unable to perform operating currents, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test due to a32 and e22 alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed failure of flash memory. The customer's blood glucose value was 206 mg/dl. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the pump. Customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.